Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It is reported that a leak of air occurred. During an ablation procedure, a faradrive steerable sheath was selected. During the procedure, it was reported that an air leak occurred when the sheath was inserted and air was being pulled with the syringe. Air continued to seep out, and air was seen in the sheath. No air was seen in the patient. The sheath was replaced, and the procedure was completed with another faradrive sheath. No patient complications were reported.

Manufacturer narrative:
B5: describe event or problem- updated.

Event description:
It is reported that a leak of air occurred. During an ablation procedure, a faradrive steerable sheath was selected. During the procedure, it was reported that an air leak occurred when the sheath was inserted and air was being pulled with the syringe. Air continued to seep out, and air was seen in the sheath. No air was seen in the patient. The sheath was replaced, and the procedure was completed with another faradrive sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that air was seen in the sheath when the sheath was inserted and the air was being pulled with a syringe. Air leak was observed, no fluid leak noted. No air was seen in the patient.